Event description:
It was reported that the patient experienced pain with breathing and experienced two syncopal episodes in the hospital post implant of this right atrial (ra) lead. Additionally, the patient reported being unable to bend their left arm and indicated they developed a large blood clot following implant. An echocardiogram was performed and noted the lead had perforated the heart. The patient indicated they were admitted to the intensive care unit (ICU) for three days. The physician suspected the perforation occurred during initial placement of the lead. The perforation was noted to resolve on its own without any interventions. The blood clot was not felt to be related to the implanted system or procedure. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct the following fields: h6: patient codes. H6: impact codes.

Event description:
It was reported that the patient experienced pain with breathing and experienced two syncopal episodes in the hospital post implant of this right atrial (ra) lead. Additionally, the patient reported being unable to bend their left arm and indicated they developed a large blood clot following implant. An echocardiogram was performed and noted the lead had perforated the heart. The patient indicated they were admitted to the intensive care unit (ICU) for three days. The physician suspected the perforation occurred during initial placement of the lead. The perforation was noted to resolve on its own without any interventions. The blood clot was not felt to be related to the implanted system or procedure. No additional adverse patient effects were reported. This device remains in service.